Event description:
The reporter indicated that while performing atrial threshold testing, the device was programmed to ddd at 90ppm; however , a rate of 110 ppm was observed. In all settings, the device was found to be pacing 5-8 ppm's faster than the programmed rate. This patient typically tracks atrial activity with little or no atrial pacing. Inquiry with a different programmer (rx5000) was to be tried.